Event description:
It was reported that the dressing was applied to a patient with a wound in the leg, the exudate did not stay well in the dressing and was going down.

Manufacturer narrative:
The investigation result does not find any fault in the manufacturing process controlled by (B)(4). No action is required in (B)(4) because it is a non-manufacturing related complaint.